Event description:
It was reported during a deep brain stimulation (dbs) implant operation, a carrier in the extension package was used. When an end of the extension was attached to the carrier and passer, and was attempted to be pulled out toward the head side, the carrier was cut off. The carrier¿s fraction was taken off and the operation was ended successfully using another carrier. There was no complication reported. At the day, two extensions were used, but it is unclear which package¿s carrier was cut off.

Manufacturer narrative:
Concomitant products: product ID: 748266, serial# (B)(4), product type: extension. Product ID: 748295, serial# (B)(4), product type: extension. Product ID: neu_carrier/2x4, product type: accessory. Product ID: neu_carrier/2x4, product type: accessory. Product ID: neu_carrier/2x4, product type: accessory. (B)(4).